Event description:
It was reported that the pump battery rapidly depleted. After fully charging battery, tandem technical support verified in pump history battery depleted quickly. Customer continued to use pump for insulin therapy. Customer's blood glucose was within range.